Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear intensively. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result,it was causing an error occurred and a contact mark was developed. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the ptfe pad, or the probe tip may break and fall off, and partial separating of the ptfe pad may occur due to a local increase of temperature caused by the friction between ptfe pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an error during output and output could not be performed was not confirmed. In addition, there was a mark on the tip of the probe that had came in contact with a non-insulated part. There was a trace of contact with the tip of the probe on the non-insulated part. The tissue pad was severely worn. When the gripper was closed and output was in seal mode, no seal short-circuit error occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic liver resection an error occurred during output with the first thunderbeat open extended jaw and output could not be performed. The subject device was switched to another thunderbeat (tb-0520fcs), but the same phenomenon occurred. The procedure was completed after switching to a third thunderbeat (tb-0520fcs). There was no report of a procedural delay, additional anesthesia or patient harm associated with this event. During the device evaluation, the following reportable malfunction was identified: severe pad wear.